Event description:
The facility reports the spreader bar detached during a resident transfer. The facility indicated there were injuries to the resident, but would not release any further details regarding the event or the injuries sustained. Facility did not know the exact date of the event.